Manufacturer narrative:
A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the devices risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process, corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system, without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. One video is supplied in place of a physical device. It is 17 minutes and 40 seconds long. It consists of ap and lateral subtracted live fluoro skull base and intracranial ica roadmap footage during a fred deployment. There is a medium-sized wide-neck ophthalmic segment aneurysm. The fred is initially deployed starting from just proximal to the ica terminus down to just distal to the anterior genu of the cavernous ica, but the distal part of the fred migrates proximally during the deployment. The fred is resheathed. A second deployment starts again just proximal to the ica terminus and proceeds normally to the anterior genus of the cavernous ica. The fred then has trouble opening around the anterior genus of the cavernous ica and multiple loading maneuvers fail to open it completely. The deployment is then continued to the horizontal portion of the ica siphon, where the fred is released around 6 minutes 24 seconds into the video. The fred is probably incompletely opened around the anterior genus, but it is difficult to tell on this subtracted roadmap. From this time until almost the end of the video, multiple maneuvers occur, mostly where the microcatheter is advanced over the pusher wire -which distal tip is, as expected, in the mca- to the proximal part of the fred where it seems to be bumping on the proximal inner braid. There is one attempt to bump the fred with the distal access catheter. It cannot be determined if or when the operator is trying to pull the pusher wire back. Ultimately, almost at the end of the video, the microcatheter is successfully advanced over the pusher wire beyond the proximal inner braid to the horizontal segment of the ica siphon, and the pusher wire is partially withdrawn into the microcatheter. The final maneuver consists of withdrawing the microcatheter and pusher wire at the same time, such that both disappear from the field of view. The last two seconds show the unsubtracted fred in ap and lateral, it appears mostly or all open, although it cannot be determined from these projections if there is a short unopened segment around the anterior genu. The exact cause for the described problem - the pusher wire could not be removed - cannot be determined from the video alone. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event. IFU review - additional information can be found in the IFU. Potential complications possible complications include but are not limited to the following, ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves ¿ device migration ¿ distal embolization ¿ headache ¿ incomplete aneurysm occlusion ¿ neurologic deficits including stroke and or death ¿ perforation or dissection of the vessels ¿ pseudoaneurysm formation ¿ rupture or perforation of aneurysm ¿ transient ischemic attack,tia or ischemic stroke ¿ vasospasm ¿ vessel occlusion ¿ vessel stenosis or thrombosis directions for use 11. Advance the delivery wire to transfer the fred x system from within the introducer into the microcatheter. Warning - do not torque the delivery wire while advancing or retracting the fred x system. 12. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note- fluoroscopy may be used up to this point at the physicians discretion. Microvention 3 ifu100051 rev. B warning- do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred x system. 13. Track the device through the microcatheter to the tip. Carefully advance until the device exit marker on the proximal end of the delivery wire approaches the rhv. At this time, fluoroscopic guidance must be initiated. 14. Position the fred x system for deployment by aligning the fred x system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones. Note - a slow, proper push and pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred x system at the proper location, to achieve full expansion and good vessel apposition. Note - if applicable, verify microcatheter placed into aneurysm in step 3 is still properly positioned for coil delivery. Caution - using a rapid microcatheter withdrawal technique to deploy the fred x system is not recommended and may result in device elongation or improper deployment. When deploying 3.5-5.5 mm diameter devices be aware of the delivery wire tip position. 15. If fred x system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The fred x device may be recaptured up to approximately 75 percent of its deployed length. Caution - if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device, without exceeding the recapture limit, and then attempt to recapture again. Caution - the fred x system must not be re-deployed more than three times. 16. If fred x system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position, see step 15, proximal to the aneurysm neck for adequate coverage. Note - the fred x system will expand and may foreshorten up to 60percent from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note - visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning - do not detach the fred x system if it is not properly positioned in the parent vessel. Warning - if applicable, observe the fred x system marker position during coiling procedure to ensure that the device does not migrate. 17. Prior to removing the delivery wire and if necessary, position the microcatheter distal to the implanted device to maintain access through the implanted device. Remove and discard the delivery wire. Caution - the fred x system delivery wire should not be utilized as a guidewire. Do not torque the fred x system. A torque device should not be used. 18. Carefully inspect the deployed fred x implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the fred x implant is not fully apposed or is kinked, consider utilizing a suitable micro guidewire and or occlusion balloon catheter to fully open the implant. 19. If applicable, detachable coils may be delivered into the aneurysm sac following conventional methods, utilizing the jailed microcatheter from step 3. Verify that the fred x implant remains patent and properly positioned. Note - the jailed microcatheter should be carefully removed to avoid dislodging the fred x implant. 20. After completing the procedure, withdraw and discard all applicable accessory devices. Caution - carefully watch the fred x implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.

Event description:
No new information received, see h10.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural video has been requested, but not yet received. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that after opening the stent, they couldn¿t remove the delivery wire as it was stuck on the stent. They managed to unhook the delivery wire and the fred was correctly implanted after approximately ten minutes. There were no consequences for the patient. There was no patient injury, and no medical or surgical intervention was performed.